Event description:
As reported, sheath entry failed with a 5f mynx control vascular closure device (vcd) due to an excessively split sealant sleeve. Hemostasis was achieved with manual compression for less than 30 minutes. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. At the femoral puncture site, angiography verified suitability including a 30¿45 degree insertion angle, and the vessel diameter was confirmed to be at least 5 mm. Vessel tortuosity was reported as little, and the presence of pvd or calcium at the puncture site was also described as little. The device was stored and prepared according to the IFU. The damage was noted during insertion into the sheath. The device was removed from the packaging by IFU, and no excess force was applied during insertion. The device was later returned for evaluation as previously expected. Addendum: product analysis demonstrates the sealant was present in the manufacturing position and was completely exposed.

Manufacturer narrative:
As reported, sheath entry failed with a 5f mynx control vascular closure device (vcd) due to an excessively split sealant sleeve. Hemostasis was achieved with manual compression for less than 30 minutes. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. At the femoral puncture site, angiography verified suitability including a 30¿45 degree insertion angle, and the vessel diameter was confirmed to be at least 5 mm. Vessel tortuosity was reported as little, and the presence of peripheral vascular disease (pvd) or calcium at the puncture site was also described as little. The device was stored and prepared according to the instructions for use (IFU). The damage was noted during insertion into the sheath. The device was removed from the packaging by IFU, and no excess force was applied during insertion. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that neither button 1 nor button 2 was depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was present in its manufactured position and was completely exposed. With respect to the sealant sleeves, a split condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. A dimensional analysis to measure the slit length was attempted; however, it could not be performed due to the split condition of the sealant sleeves. An attempt to perform the insertion and withdrawal functional evaluation through the csi was made; however, this test could not be completed due to the split sealant sleeves, which impeded the csi insertion attempt. A simulated deployment test was subsequently performed to assess functionality. The unit functioned as intended, with the sealant deploying and the balloon retracting as expected. After alignment of the tension indicator by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence, and no abnormal conditions were observed. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.